Event description:
It was reported by service report that the bed loses electrical function. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: siderail cable.